Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to dislodgement. It was noted that the lead exhibited loss of capture (loc) as a result. A new lbb was implanted in its place. No additional adverse patient effects were reported. The lead was disposed of by the hospital and will not be returned for analysis.